Manufacturer narrative:
The insulin pump was received with an unexpected grinding motor noise noted during the rewind due to faulty motor. However, all operating currents are within specification and passed functional testing including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test and displacement tests. No excessive no delivery alarms noted. The insulin pump has cracked case at display window corners and battery tube threads, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that the motor on their insulin does not sound as it should. The patient's blood glucose level was unknown at the time of the call. The customer stated that they feel like the motor is about "to go". The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.